Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: we are currently investigating post operative complication which we have had over the last week. The customer has kept a sample from one patient and would also like to return the remaining in the lot. Lot number is sjmbjc, with an expiry of july 2027. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? - nothing was noticed to be wrong with the sutures prior or during initial procedure. Sutures failed post-operatively and were already broken when completing re-operation due to the suture failure. Did the suture break post-operatively? - yes. All 4 patients experienced a snapping of suture material in the middle of the continuous suture pattern in the midline. Please perform and document the follow up attempt for product return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a dog underwent a spay procedure on (B)(6)2024 and suture was used. We have had case of suspected suture failure. The suture has failed in the centre of the wound, causing abdominal content to herniate the abdominal omental fat. Experienced a snapping of suture material in the middle of the continuous suture pattern in the midline. Animal herniated, was brought in on the (B)(6)2024. Additional information has been requested.